Event description:
It was reported that the device was continuously activating. This was noticed prior to the procedure.

Manufacturer narrative:
Alleged failure: wand was firing (powering) before case started the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe short (due to fluid ingress), button stuck on firing position. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating. This was noticed prior to the procedure.